Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was 400 mg/dl. The customer took corrective action by administering a correction injection via manual insulin therapy. The customer did not require assistance from a third party. Customer changed pump supplies to address the issue.